Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken main tube approximately 1.960" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.089" offset at the tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the tenaculum forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the tenaculum forceps instrument's tip was completely out of the shaft. There was no report of patient involvement.